Event description:
It was reported the patient last charged the ipg approximately 3 years ago. As such, the ipg became inoperable. An abbott representative interrogated the system and programmer showed error code 2501. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.